Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4).

Event description:
The customer reported that the (B)(4) is displaying rejected images. There was no reported patient injury associated with this event.